Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient was implanted with a bard flat mesh and a non-bard mesh during a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. We have however, contacted the initial reporter to request additional information and to request return to the device for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.